Event description:
It was reported that the customer received a compromised force sensor alarm. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The device was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).